Event description:
An angioplasty balloon was inflated sequentially in the innominate vein, distal subclavian vein and a stent. Balloon became entangled in the stent, difficult to remove balloon was snared with a snare and removed, however, the distal 1/3 of the balloon remained in stent. Angiogram revealed complete occlusion of stent. A portion of the balloon fragment was freed from the stent, but was lost in the basilic vein. Another stent was deployed at site of original stent creating a sandwich effect for the remainder of balloon fragment.